Manufacturer narrative:
Per tandem user guide: "if you do not see drops, tap fill. The fill tubing screen appears, repeat steps 5 and 6 until you see 3 drops of insulin at the end of the tubing." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing after customer had forgotten to fill the tubing during the load fill tubing process. Reportedly, customer successfully primed out the air bubbles to address the issue and resume insulin therapy on the pump. Customer's blood glucose level was 136 mg/dl.